Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was not evaluated as this was a general concern from the customer and no specific incident was reported. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot was difficult to maneuver on the wet ground. There was no patient involvement.